Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad was unresponsive buttons. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and selftest. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly.